Event description:
(B)(4). Event occurred in the united states. The patient reported that she had to change her site twice today because one of the other infusion tubing broke off and the other one broke off at quick release while washing dishes and her blood glucose level was 183 mg/dl. She was doing the dishes and heard a clicking thing and did not know if she hit it against the counter and saw the cord hanging. The site was at the right side of abdomen and the pump was in the right side in bra and on right side of abdomen. The infusion was in use for less than 24 hours. Reportedly, the infusions were stored in house in room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.